Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it was keeping them up all night, having to pee every 1 ½ -2 hours. They were never really trained on how to correctly use machine. However, to resolve the issue customer service helped them step by step to get them comfortable and adjust it. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that all the sudden she stopped getting a feeling down there and that she was doing a lot of work in the house and the yard. Patient put the device up to her and increased it by one and felt nothing. She has been getting up to go to the bathroom throughout the night the last couple days. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an injection in their back about 2 weeks ago for an unrelated back problem and since then has had symptom return. The patient stated they came home from their injection appointment and the urine just poured out of them. The patient stated they had called their representative last week to report the issue and the rep suggested they try increasing the stimulation, but it didn¿t resolve the issue. Syncing with the programmer showed the stimulation was on. The patient had the ability to adjust stimulation and felt stimulation in the correct area. The patient stated they would monitor their symptoms going forward and contact their healthcare provider if the symptoms continued. Additional information was received on 2019-11-14 and reported that she is on program 2 at 1.1v with ins on. During the call, pt changed to program 3 at 0.7v and confirmed feeling comfortable stimulation. Poor communication screen was reported once while decreasing stimulation and resolved on next sync attempt. Patient stated the ins works and, "the ins is marvelous. Sleeps for an hour and 20 minutes before having to go to the bathroom. Patient stated the health care professional wants the device taken off because it is not working but patient states 'I know the machine works' and wants to keep the device in. Patient states she is not getting any sleep and is in a bad mood and depressed. No further complications were reported or anticipated.